Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va07rd0, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va07rd0, implanted: (B)(6) 2013, explanted: (B)(4) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the stimulator site was infected. The site had drainage and swelling. Intervention included explant of the device. The event resolved without sequelae and the event was noted as related to the device or therapy and not related to the implant procedure. The event resulted in in-patient hospitalization and surgical intervention. Additional information reported the lab work results were aerobic and anaerobic.